Event description:
Implant was explanted due to a loss of osteointegration. The dr reported that periodic check-ups revealed progressive bone loss. Infecton was suspected due to plaque accumulation and lack of a passive fit of the prosthesis. The implant site had been grafted. This is the same pt as reported in MFR report #20290121999600036.